Event description:
Boston scientific crm received information that the cardiac resynchronization therapy defibrillator (crt-d) was electively removed from service due to normal battery depletion. It was observed upon explant that the transvenous right ventricular (rv) rate/sense and left ventricular (lv) leads had been switched in the device header. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this medical device has not yet been returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. If new information becomes available, this report will be further evaluated and updated.